Event description:
It was reported that during surgery, screws slips off after tighten hexagon thread using crown-opener. Trying to loosen it and re-installed would occur a problem that hexagon thread becoming too slippery to install. Surgery was successfully completed using back-up blockers. Surgical delay of 5 min was reported. No adverse consequence to the patient was reported.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the sales rep reported event was confirmed via correspondence with sales rep. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Product was not received back so an evaluation was not possible. Upon complaint history review and nc/CAPA history review, no relevant complaints/ nc/CAPA were identified. It was reported that the blocker appeared to be cross-threaded with the tulip head. Conclusion: the most likely cause of the reported event was determined to be cross threading of blocker with tulip head resulting in difficult assembly. Device not returned.

Event description:
It was reported that during surgery, screws slips off after tighten hexagon thread using crown-opener. Trying to loosen it and re-installed would occur a problem that hexagon thread becoming too slippery to install. Surgery was successfully completed using back-up blockers. Surgical delay of 5 min was reported. No adverse consequence to the patient was reported.